Event description:
It was reported the needle mechanism had fully deployed before the pod was able to be used. The patient noted the needle cap had retracted before the patient had put the pod on. No impact to the patient's glucose level was reported. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.